Event description:
A medtronic rep reported the handle of the vertek is somewhat stiff. Not able to lock down the ends completely or fully release. There was no pt present.

Manufacturer narrative:
No pt present at time of event. The initial report was received on (B)(4) 2012, and found to be a non-reportable malfunction based on the info available. On (B)(4) 2011, new info was available through eval of the returned device and the decision was changed to a reportable malfunction. The device was returned and found to have mechanical malfunction that directly caused reported event. The device was replaced to resolve the issue.